Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was one episodes of oversensing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event. It was reported that an impedance warning for svc coil impedance was observed; however, the lead attached to the device does not have a svc coil. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.